Manufacturer narrative:
The event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that yesterday ((B)(6)) morning, the patient started feeling electrical shocks/pulses in groups of 4. These shocks/pulses where "going down her vaginal area" and it was in a pattern. The patient stated that when she used her patient programmer (pp) to turn it up, this made the shocks/pulses even worse. The patient stated that when she turned stimulation down to 0v, she was still getting the shocks/pulses, so she turned her implant off completely. The shocking/pulses stopped when the patient turned the device off. The patient stated that "she wanted to tear it out". The patient noted that she did not have any falls/trauma. The patient reported that she had lost weight; she went from a size 18 to size 8. The patient started losing weight in may probably. The patient stated that there is no fat between the device and her skin and so the device is being moved and states "it gets stuck on the top of her pants". The patient clarified that she can feel the stimulator move because there is no fat anymore. The patient stated that when anything touched the implant site; like when she wears low cut jeans, "it lifts stimulator up and can put it back down". The patient started getting discomfort with certain clothing and feeling the stimulator move around two weeks ago. The patient has discussed moving her implant with her healthcare provider (hcp), but the hcp wanted the patient to complete her weight loss before she did the procedure. No further complications were anticipated/reported.